Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device trigger was squeezed for the first firing and the clip did not deploy. The firing trigger was squeezed four more times and nothing happened. Then the device started to rapidly fire/eject clips into the patient. All the ejected clips were retrieved. A new device was pulled and used to continue the procedure. There was no impact to the patient. The device was discarded.